Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7071092/7071150. Product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7070576/7070628.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent aspinal cord stimulation (scs) explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted devices were discarded.